Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device failed a self-test due to a low battery on the (B)(6) 2013. A drop in voltage occurred at this time. An increase in voltage occurred later on this date and the device passed a self-test. The device continued to perform successful self-tests up to the (B)(6) 2016. The device records a temperature below the recommended minimum temperature during this time. Multiple manual power ups some of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane installed. The voltage fluctuations may be due to the pad-pak not being properly seated in the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.